Manufacturer narrative:
(B)(4). Investigation completed with the following reason: defect found with returned strips. The root cause investigation has been completed low readings are due to returned strips being left outside of the vial.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expired 7/22/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerned with all the results in the meter. Customer ran a blood glucose test today at 6:15pm and got result 64mg/dl.

Manufacturer narrative:
(B)(4). Product returned, but evaluation is still in progress. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expired 7/22/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerned with all the results in the meter. Customer ran a blood glucose test today at 6:15pm and got result 64mg/dl.